Event description:
Hill-rom received a report from a hill-rom technician stating the head section was not lowering via CPR. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. This report was filled in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR trend valve stuck. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced CPR trend valve to resolve the issue. Based on this information, no further action is required.